Event description:
Hosp called requesting checkout of the angiographic injector. During procedures in 2000, they had two pts suffer strokes. In 2000, another pt suffered a stroke immediately following the procedure. All pts are okay.